Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the teflon pad peeled off and separated from the grasping section. The device was evaluated using olympus¿ test equipment. The teflon pad was noted to be separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Also charred marks were noted on the same location on the jaw and the probe unit when the handle was fully closed. In addition to finding, the teflon pad was damaged and lifted at the distal end and exposing metal. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw during activation. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." This is 1 of 2 reports.

Event description:
Olympus was informed that during a laparoscopic gynecology procedure, the teflon pad began to peel off and separate. A small piece of the teflon pad came loose, fell inside the patient, and was retrieved. It is unknown if there was metal to metal contact. An error code was displayed on the generator during use in the patient but the exact code is unknown and it is unknown if the code occurred during cut or seal. A different device, either the ligasure or sonicision, was used to complete the procedure. There was no death or injury related to this issue.